Manufacturer narrative:
Citation: mcelhinney db, zhang y, levi ds, et al. Reintervention and survival after transcatheter pulmonary valve replacement. J am coll cardiol. 2022;79(1):18-32. Doi:10.1016/j.jacc.2021.10.031 earliest date of publication used for date of event. Medtronic products referenced in the article: contegra conduit and melody valve. This report pertains to the serious injuries associated with the melody valve. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the mid- and long-term outcomes after transcatheter pulmonary valve replacement (tpvr). A total of 2,476 patients who underwent tpvr were included in the study population. Of these patients, 215 had a previously implanted medtronic contegra conduit. Reasons for tpvr consisted of obstruction, pulmonary regurgitation, and mixed obstruction and regurgitation. Medtronic melody (n = 2,038) and non-medtronic sapien (n = 438) valve types were used for tpvr. The authors stated that 95 patients were known to have died after tpvr. Causes of death were divided into three categories: cardiac, non-cardiac, and unknown. The cardiac deaths were due to heart failure, endocarditis, arrhythmia/myocardial infarction, post-reoperation/reintervention complications, and tpvr procedure-related (coronary artery compression, conduit rupture, hemorrhagic stroke, and complications following surgery performed because branch pulmonary artery was jailed during tpvr). Other adverse events that occurred after tpvr: heart transplant for progressive heart failure, high peak gradient (>15 mm hg), and need for reintervention (surgical explant and replacement, valve-in-valve tpvr, or balloon dilation). Reasons for initial reintervention after tvpr: right ventricular outflow tract obstruction, pulmonary regurgitation, endocarditis, aorta-to-pulmonary artery fistula, embolization of fractured valve, hemopericardium from stable conduit rupture, and tpvr procedural complication (embolized or unstable valve, coronary compression, aortic distortion, conduit rupture, and aorta-to-pulmonary artery fistula). No further information was provided pertaining to medtronic products.